Event description:
The event is reported as: the green piece of the bite-gard became detached from the white arm. The alleged incident occurred on a pt during an unspecified med procedure. The complaint indicates that the pt was very combative and the med staff had problems sedating the pt. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.